Event description:
The customer reported that she was not getting her low reservoir alarm. Troubleshooting was performed, and the insulin pump did not pass the displacement test. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.